Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced hyperglycemia and diabetic ketoacidosis, vomiting, stomach pain, headache. Therefore, the patient was hospitalised on (B)(6) 2024 with blood glucose level of 440 mg/dl. During hospitalization, the patient received fluids of saline (unknown), insulin intravenously as corrective treatment. No further information was available.